Event description:
It was reported via a field service representative " during operation, the system display the alarm: "purge failure" and "gas valve error". At the time of this report, the customer is unable to provide more details surround this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "purge failure" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via a field service representative " during operation, the system display the alarm: "purge failure" and "gas valve error". At the time of this report, the customer is unable to provide more details surround this event.